Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.' D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced bradycardia. During a concomitant ablation and left atrial appendage closure (laac) procedure to treat atrial fibrillation a farawave catheter was used. Ablation was performed and the laac portion of the procedure were completed without issue. However, when the trusteer sheath was removed from the patient's groin, while holding pressure, it was noticed that the patient's heart rate dropped to 15 beats per min (bpm). The patient was administered atropine and responded well, with the heart rate rising to 65bpm and remaining consistent. The patient was also given a temporary-permanent pacemaker. The patient is expected to fully recover. The physician believed that the bradycardia was due to sick sinus syndrome.